Event description:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf and the patient experienced cardiac tamponade that required pericardiocentesis. First, it was reported that 105 sensor error occurred when inserting the catheter into the cardiac cavity. Cable was replaced but the issue continued. The issue was resolved by replacing the thermocool smarttouch sf catheter to another one. It was then reported that a pericardial effusion was confirmed by echocardiography. Pericardial drainage was performed and the blood pressure stabilized. The patient's vital signs are currently stable. The patient required extended hospitalization. Steam pop was confirmed. An echocardiogram confirmed cardiac tamponade. The tamponade was reported to be caused by the pop while the right ventricular outflow tract was ablated (rvot). Atrial septal puncture was performed with rf needle. Ablation was performed before tamponade was identified. No abnormalities observed prior to use of the product nor during use of the product. Additional information was received on 28-jan-2025. 105 sensor error occurred during use of thermocool smarttouch sf (lot number: 31413170l), which was replaced with thermocool smarttouch sf (lot number: 31413024l). Pvc has disappeared. Irrigation catheter¿s flow rate setting was 15ml/min. Pop and tamponade occurred due to high contact during rvot ablation. Pop occurred during the final ablation, but the ablation was continued. After that, when pace map was performed in the surrounding area, it was not captured and the contact force (cf) remained low. At this time, the blood pressure was around 70mmhg, and the echocardiogram showed no abnormalities. Later, during right ventricle (rv) pacing, the movement of the cardiac shadow was poor on fluoroscopy, and the blood pressure soon dropped. Additional information was received on 30-jan-2025. The outcome of the adverse event was improved. The patient did not require cardiac surgery. Additional information was received on 03-feb-2025. The adverse event occurred during use of 31413024l. Generator was set to power control mode. Additional information was received on 06-feb-2025. One transseptal puncture site performed. The outcome of the adverse event was fully recovered (no residual effects). The patient has been discharged from the hospital. The discharged date was unknown. Correct catheter settings were on the generator. No issues with flow rate change at the start of the ablation. The procedural act was 350 sec over. Additional information was received on 18-feb-2025. Generator thresholds: temperature: warning 37, cut off: 45, impedance: max cut off 250o, spike cut off 50o, min cut off 50o, at 30w. The noted temperature was 25, impedance was around 110 o and power: 35w. The length of the ablation cycle when the pop was observed at the same tip position was 70 seconds. An increase in impedance was observed when the ablation time exceeded 40 seconds. The 105 sensor error issue was assessed as non MDR reportable. The incidence of magnetic sensor error is easy detectable by the user. The catheter is inoperable, since it cannot be visualized on the carto system. The user will have to replace the catheter. The most likely consequence is an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death is remote. The steam pop issue was assessed as non MDR reportable. Steam pop is not considered to be a device malfunction. Steam pop is an expected physiological phenomenon. The adverse event was assessed as MDR reportable under the thermocool smarttouch sf (lot number: 31413024l).

Manufacturer narrative:
The product was discarded, therefore no product failure analysis can be conducted and device malfunction cannot be confirmed. Picture was provided by the customer. Evaluation is still in progress. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent a premature ventricular contraction (pvc) ablation with a thermocool smarttouch sf. It was then reported that a pericardial effusion was confirmed by echocardiography. Pericardial drainage was performed and the blood pressure stabilized. The patient's vital signs are currently stable. The patient required extended hospitalization. Steam pop was confirmed. The picture investigation was completed on (B)(6)2025. A picture was received for evaluation following johnson & johnson medtech's procedures. According to pictures provided by the customer, erratic impedance and force readings were observed on carto 3 screen. However, none of the reported adverse events can be confirmed based on the image provided. A manufacturing record evaluation was performed, and internal actions related to the reported complaint condition were identified. The customer complaint was not confirmed based on the picture received. The device has not been returned for analysis and a root cause is unable to be assigned based on the current evidence. If the device is received in the future, the product investigation will be performed and updated accordingly, and any action will be taken if necessary. H6. Investigation findings code of ¿appropriate term/code not available¿ represents photo/video analysis. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).